Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave nav pfa catheter the patient experienced renal failure. During the procedure 94 ablations were performed across the pulmonary veins and the posterior wall. The ablations to the posterior wall are considered off label as the farawave is only indicated for pulmonary vein isolation. After the procedure fluids were administered and the patient was admitted to the hospital overnight. While admitted a foley catheter was in place due to urinary retention but it was removed prior to their discharge. The patient then returned to the emergency room due to dark urine. Testing found that their creatine increased from .8 (pre procedure) to 9 and their hemoglobin changed from 14(pre procedure) to 10. It was noted their liver enzymes were normal. The patient was once again admitted to the hospital for fluid administration and monitoring. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis was related to product performance of the farawave. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave nav pfa catheter the patient experienced renal failure. During the procedure 94 ablations were performed across the pulmonary veins and the posterior wall. The ablations to the posterior wall are considered off label as the farawave is only indicated for pulmonary vein isolation. After the procedure fluids were administered and the patient was admitted to the hospital overnight. While admitted a foley catheter was in place due to urinary retention but it was removed prior to their discharge. The patient then returned to the emergency room due to dark urine. Testing found that their creatine increased from .8 (pre procedure) to 9 and their hemoglobin changed from 14(pre procedure) to 10. It was noted their liver enzymes were normal. The patient was once again admitted to the hospital for fluid administration and monitoring. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient required dialysis. Additional information was received that the patient only required one or two dialysis treatments, and they are no longer receiving dialysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis was related to product performance of the farawave. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave nav pfa catheter the patient experienced renal failure. During the procedure 94 ablations were performed across the pulmonary veins and the posterior wall. The ablations to the posterior wall are considered off label as the farawave is only indicated for pulmonary vein isolation. After the procedure fluids were administered and the patient was admitted to the hospital overnight. While admitted a foley catheter was in place due to urinary retention but it was removed prior to their discharge. The patient then returned to the emergency room due to dark urine. Testing found that their creatine increased from .8 (pre procedure) to 9 and their hemoglobin changed from 14(pre procedure) to 10. It was noted their liver enzymes were normal. The patient was once again admitted to the hospital for fluid administration and monitoring. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient required dialysis.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave nav pfa catheter the patient experienced renal failure. During the procedure 94 ablations were performed across the pulmonary veins and the posterior wall. The ablations to the posterior wall are considered off label as the farawave is only indicated for pulmonary vein isolation. After the procedure fluids were administered and the patient was admitted to the hospital overnight. While admitted a foley catheter was in place due to urinary retention but it was removed prior to their discharge. The patient then returned to the emergency room due to dark urine. Testing found that their creatine increased from .8 (pre procedure) to 9 and their hemoglobin changed from 14(pre procedure) to 10 (anemia). It was noted their liver enzymes were normal. The patient was once again admitted to the hospital for fluid administration and monitoring. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported the patient required dialysis. Additional information was received that the patient only required one or two dialysis treatments, and they are no longer receiving dialysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that renal insufficiency/failure, hemoglobinuria, urinary retention, and anemia are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for posterior wall ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the events of vessel pseudoaneurysm, hemorrhage, hematoma and anemia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of renal insufficiency/failure, hemoglobinuria, urinary retention, and anemia are known inherent risk of the farawave device. The acute renal failure requiring temporary dialysis, associated hemoglobinuria and decreased hemoglobin are consistent with a hypotension-related acute kidney injury, a known risk of procedures performed under anesthesia. The urinary retention requiring temporary foley catheter placement is considered a separate, peri-procedural event and is also included as known inherent risks. No evidence suggests that the farawave nav device or its energy delivery contributed directly to these events. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time. The user used incorrect product for intended use was also confirmed since the IFU only indicates the device for use for pulmonary vein isolation; however, it is undetermined the cause of why the user did the procedure of posterior wall ablation.